Manufacturer narrative:
The customer declined service by philips.

Event description:
It was reported to philips that the etco2 monitor was not working while being used on a patient. The pump will turn on but after a few seconds the co2 shuts down. There was no reported adverse patient impact.